Event description:
A patient reported experiencing inaccurately erratic results with an otp meter. The patient's blood glucose results were 265, 122, 265 mg/dl. Tests were done within 10 minutes with a difference of 39%. Patient did not experience any adverse events. No further information has been reported. Note: cleaning meter incorrectly.